Event description:
It was reported a patient underwent an unknown surgery, when opening the package before use, it was found that the product was dirty. There was no effect on the patient. Further details are not provided. There were no adverse consequences to the patient.upon recept and evaluation the foreign matter was observed.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside its package unopened; upon visual inspection, a unknown foreign matter was noted to be inside the packaging. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. The reported complaint was observed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was the sterility of the device compromised? No further information is available. Please provide photos of the dirty product: no photos are available. Please provide the lot number: the lot number is rkbcmd. No further information will be provided. An investigation was requested to examine the brown material inside. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.